Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Prominent acetabular component causing anterior psoas irritation or impingement.

Manufacturer narrative:
An event regarding an acetabular component causing anterior psoas irritation or impingement involving a trident shell was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. The event was reported for the acetabular component (trident shell) causing anterior psoas irritation or impingement. A review of the provided medical records and x-rays by a clinical consultant confirmed trident shell malposition. There are no allegations or evidence of failure relating to the accolade stem.

Event description:
Prominent acetabular component causing anterior psoas irritation or impingement.